Event description:
It was reported that after the procedure, the cord between the battery pack and the handpiece was cut. The battery pack was set aside, and about 5 minutes later it exploded. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. According to the information provided, the cord between the battery pack and the handpiece was cut. The instructions for use included with each device has a warning that states: warning: do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive head and/or sparks, which may cause personal injury and/or fire." The sales representative will visit the account and re-train on the safe removal of the batteries.